Manufacturer narrative:
Please refer to the updated analysis report. It was reported on (B)(6) 2021 that the associated ventricular lead was replaced and abandoned in patient's body during a re-intervention performed on (B)(6) 2021. D3-g1 corrected.

Event description:
Reportedly, erratic noise was observed in several episodes recorded in the device memory since (B)(6) 2021, leading to the delivery of four inappropriate shocks on (B)(6) 2021 and (B)(6) 2021. Leads impedance, capture thresholds and r-wave amplitude measurements were stable and within normal range. Maneuverers were performed; noise could be reproduced when the patient was lying down and breathing deeply. It was decided to turn off the shocks. A re-intervention is contemplated.

Event description:
Reportedly, erratic noise was observed in several episodes recorded in the device memory since (B)(6) 2021, leading to the delivery of four inappropriate shocks on (B)(6) 2021. Leads impedance, capture thresholds and r-wave amplitude measurements were stable and within normal range. Maneuverer's were performed; noise could be reproduced when the patient was lying down and breathing deeply. It was decided to turn off the shocks. A re-intervention is contemplated.